Manufacturer narrative:
(B)(4). Serial numbers: (B)(4). For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 of the reported events, the expiratory flow sensor was replaced, to resolve 1 event the n2o needle valve was replaced. To resolve 1 event, the o2 knob was replaced and the gas delivery system was calibrated.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1012-9650-000 anesthesia gas machine experienced inaccurate delivery. 1 event was reported for a malfunction that could cause a hypoxic mix in the patient circuit, 1 event was reported for a 15 lpm flow of n2o with the vale turned off which could cause a hypoxic mix in the patient circuit, and 1 event was reported for a malfunction causing a greater than 20% over delivery of tidal these reports were received from various sources. Of the 3 events, 3 did not involve a patient.